Manufacturer narrative:
Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a patient pulled out a bd insyte¿ autoguard¿ bc shielded IV catheter that had been placed in his arm. Approximately one cm of the catheter was attached to the catheter hub and the rest of the catheter remained in the patient's vein. The patient received an x-ray and the catheter was not visualized. The patient then had a consultation with a vascular surgeon who performed an ultrasound at the patient's bedside and again, the catheter was not visualized. The initial plan was to take the patient to the or once he had recovered from his dt's, but the vascular surgeon is not planning to actively follow the patient at this time.

Manufacturer narrative:
Additional information: the customer provided the following information with the return of the sample for investigation: describe event or problem: "patient pulled out IV - rn noticed it laying in chair next to patient - catheter not intact. Redness/tenderness noted over insertion site. Vascular surgery consulted. Extremity elevated with ice applied. Tourniquet lightly applied. IV fragment noted in arm by rn using ultrasound. Pt. Was etoh withdraw & vascular surgeon planned to go to or to remove fragment once pt. Stabilized. "Not urgent". Cxr/arm x-ray- no foreign body seen. On (B)(6) - sonosite ultrasound used by vascular surgeon no fragment identified "does not rule out embolization to another location" - vasc. Surg actively following. Pt transferred out of ICU. Catheter securement- sorbaview tape or steri-strips applied to catheter body - sorbaview type of prep solution - chlorhexdine flush procedure and syringe size - 5 ml q 8 ( in 10 ml syringe)." Device evaluation: results: one used unit consisting of the catheter/adapter with a miscellaneous extension line attached to it was returned for evaluation. A visual/microscopic inspection revealed there was approximately 0.180¿ tubing protruding from the base of the adapter. The separation was on an angle and had rough jagged edges. There was an area below the area of separation that had a cut/scuff marking. There were also scratches to the outer wall of the tubing in the area the cut/scuff marking that ran linear with the tubing. A water/air leak test was performed and revealed no leakage from any area of the unit. A review of the device history record could not be performed as a lot # was not provided for this incident. Conclusion: although the defect was confirmed, an absolute root cause for this incident cannot be determined. Additionally, our quality engineer states the rough jagged edged at the separation, the curvature to the tubing and the cut/scuff marking and scratches to the outer tubing are evidence of stress and misuse. The information provided in the pir states ¿today we had one of our patient¿s pull out a peripheral IV¿.

Event description:
"Patient pulled out IV - rn noticed it laying in chair next to patient - catheter not intact. Redness/tenderness noted over insertion site. Vascular surgery consulted. Extremity elevated with ice applied. Tourniquet lightly applied. IV fragment noted in arm by rn using ultrasound. Pt. Was etoh withdraw & vascular surgeon planned to go to or to remove fragment once pt. Stabilized. "Not urgent". Cxr/arm x-ray- no foreign body seen. On (B)(6) - sonosite ultrasound used by vascular surgeon no fragment identified "does not rule out embolization to another location" - vasc. Surg actively following. Pt transferred out of ICU. Catheter securement- sorbaview tape or steri-strips applied to catheter body - sorbaview type of prep solution - chlorhexdine flush procedure and syringe size - 5 ml q 8 ( in 10 ml syringe)."